Event description:
It was reported that; during the case, the acculif pl implant would not expand due to an issue with the syringe body portion of the acculif inserter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the acculif syringe body was confirmed to have deformed peek pawls upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Syringe pawl deformation was identified as a failure mode during verification testing. Conclusion: the plausible root cause is design related; specifically the material of the syringe pawls (peek) is softer than the syringe plunger threads (stainless steel) which results in deformation.

Event description:
It was reported that; during the case, the acculif pl implant would not expand due to an issue with the syringe body portion of the acculif inserter.